Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a left total knee surgery, while surgeon was trialing tibial inserts, the #3 9mm cr insert trial cracked. The trial was thrown away by hospital and there was no adverse consequence to the patient.